Event description:
An end user reported about two months ago while driving on the sidewalk on a leo-3s scooter in a condo complex, he went to make a u-turn on a larger concrete area and tipped over to the right. The reported results of the incident were sever lacerations of right elbow and top of right hand between index finger and thumb. He was attended by a neighbor, who is a nurse. No stitches were received. The hole in skin on hand and wrist are about the size of a silver dollar, and the scab is still on skin. His arthritis is a lot more irritated since incident, causing him a lot of pain. The end user reports that the tiller on the scooter was bent to the left, had a scrape along the right side, and had uneven/not level movement.